Event description:
It was reported that during the implant procedure of the device, the physician had trouble re-engaging all three setscrews. The device had to be disconnected briefly for an adjustment. After some technical support, each setscrew engaged and the device reconnected with no issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.